Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a mechanical problem with the ventricular set screw and a measured lead impedance of 1990 ohms. When a replacement~~~~~